Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys troponin t hs result for one patient sample with a cobas e 801 module. The initial result was 36.8 ng/l. On (B)(6) 2022, the repeated result was < 3 ng/l with a data flag. The second repeated result on a different module was < 3 ng/l with a data flag. The questionable result was reported outside of the laboratory. The reagent lot number was 501377. The expiration date was requested but not provided.

Manufacturer narrative:
The customer's calibration and qc results were ok. There was no indication of a reagent or instrument issue. The investigation reviewed the system's alarm trace and found 3 sample related alarms on the day of event (abnormal sample aspiration, sample clot). No product problem was found.